Manufacturer narrative:
There has been a previous report received where this malfunction of a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a calamus heated plugger separated; event outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.

Manufacturer narrative:
Additional information was received indicating that the broken piece was retrieved from the patient's mouth. Multiple unsuccessful attempts were made to obtain the device for evaluation. At this time, since we cannot test the sample, we will record and track this lot # for future trending.